Manufacturer narrative:
Product was not implanted. Evaluation is pending.

Event description:
On (B) (6) 2009, the sales rep reported that the surgeon noticed that the plate was broken when he picked it up. Additional information received via telephone on 24 aug 2009. The sales rep reported that during surgery, the surgeon was taking the chicklets off at the mayo stand when the plate teepeed. The surgeon used a longer plate that was in the kit to finish the case as intended. There was no surgical delay. The plate was not implanted. After surgery, the sales representative was looking at the plate and it seems that the plate would not slide because it was bent on the backside. This malfunction has resulted in an adverse event in the past with a similar device.